Event description:
The customer reported that the system is intermittently not saving images and the footswitch does not work. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the hard drive and reloaded the rel 10 software. He also replaced the footswitch. The system now saves and functions as intended.